Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was initially reported on (B)(6) 2023 that the patient was unable to get past "not found" eight times now for a bolus. The issue started last night (B)(6) 2023, and they had been hurting really bad since then due to an inability to bolus. The patient charged the handset up, but the communicator didn't work. The patient stated it hangs at 91% and takes forever. At the time of the report, the agent assisted the patient with pressing switch communicator, and the patient indicated they already did that. The patient further reported that they eventually were able to bolus. The agent assisted the patient in toggling off wi-fi and toggling off/back on bluetooth and location. Then the patient stated their boluses must not have gone through because they usually feel it within a minute but didn't feel anything now. It was confirmed that max activations indicated 6 boluses per day. It was also confirmed it said 6 boluses left today before blousing and 5 boluses left today after blousing. It was noted that the handset flashlight was on and assistance was provided at the time of the report to help with this. The patient agreed to monitor and call back if assistance was needed. Additional informational information was later received on 2024-feb-23. The patient was re-reporting their difficulties connecting. It was noted that it could take them anywhere from 5 to 30 minutes to connect, and by the time their bolus request goes through the patient was in lots of pain. The patient confirmed the equipment charges well and had not been dropped nor had gotten wet. At the time of the report, the agent assisted the patient in resynching to the pump due to patient blousing before calling and having a lockout of 2 hours. The device resynched well and the patient was assisted with toggling off and back on bluetooth and location. The patient agreed again to monitor and call back for assistance if needed. Additional information was later received on 2024-feb-28. The patient stated the steps worked for a day and half but now it was terrible again. The patient had to spend 8 to 10 minutes to connect for a bolus. The patient had the myptm app open at the time of the report, and the patient was assisted with resynching which went well. The patient was then assisted with closing and reopening the myptm application and the devices connected well. The patient indicated that they would like to call back when they are not in a lockout. Additional information was later received on 2024-mar-21. The patient was re-reporting issue with establishing a connection. It was taking 10 to 15 minutes to get connected and by the time it finally worked the patient was hurting bad. At the time of the report technical services assisted the patient with restarting the handset and attempting to connect. The patient was referring to their handset as the "blue thing" and was stating they placed that over their pump. The agent then had the patient place the communicator instead over their pump and try to connect to the ptm. The patient stated they were then able to connect and see a lockout time. The patient was to call back if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot/serial# unknown; product type: software. Product ID: a820; lot/serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.